Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. The pump was reset and the malfunction cleared. The customer¿s blood glucose was 109 (mg/dl). It was also reported that a cartridge change error occurred. The customer declined to provide additional information regarding the issue.